Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08640 inches. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018, with blood glucose of 400 mg/dl at the time of the incident. The customer was given intravenous insulin to treat. The customer experienced symptoms such as vomiting and inability to eat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed. The customer stated the pump was not bolusing or giving basals. The customer had an ear infection as well. The insulin pump will not be returned for analysis.